Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from january 4, 2015 to january 6, 2015. The device was received for evaluation. A visual inspection revealed a white particle, approximately 0.20 square mm in size, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in the balloon of a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.